Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt231414: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Pre-operative imaging revealed a maximum aneurysm diameter of 51 mm. On (B)(6) 2015, computed tomography angiography (cta) imaging revealed a maximum aneurysm diameter of 55 mm and a type ii endoleak. On (B)(6) 2016, computed tomography angiography (cta) imaging identified a maximum aneurysm diameter of 58 mm and an ongoing type ii endoleak. On (B)(6) 2016, the type ii endoleak was embolized.